Event description:
It was reported that a customer was having a problem with the image, showing mirror reversal. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and the reported failure was replicated and confirmed. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction testing using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The complaint regarding image reversal was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Is) followed up with the initial reporter and obtained the following additional information regarding this event: the reported issue occurred during procedure. The image was inverted. The endoscope did not move freely with uncontrolled motion, however it did involve a reversed control on system arm. The endoscope was installed in down orientation. The surgeon confirmed the desired orientation when endoscope was installed. An isi clinical sales representative (csr) would not know if an indication of the image orientation was provided to the user via user interface. The endoscope and endoscope¿s adapter/base was still engaged/in-synch/attached. No damage was observed on the endoscope's adapter/base. The endoscope was not manually rotated to 180 degrees prior to the event. The procedure was completed with a backup endoscope and about 10 minutes delay.